Event description:
It was reported, the customer was having sporadic high blood glucose. Customer's blood glucose was 249 mg/dl at the time of the call. The customer had treated their blood glucose with a manual injection. Troubleshooting for the customer's insulin pump found the insulin pump was functioning as designed. However, the customer stated their bolus history was incorrect. Customer stated, the times of the recorded boluses did not reflect when she had delivered the boluses. Customer was advised to program a bolus and the bolus correctly appeared in the bolus history. It was also found the customer did not have a bent cannula. Advised the customer to change out their infusion set, reservoir, and insulin. The customer also believed their insulin pump was not properly delivering insulin. The insulin pump will be replaced due to the customer's request. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot.